Manufacturer narrative:
H2: correction, incorrect product code given on inital MDR. D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
The user facility reported that the device did not stop rotating when it reached the dura during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device did not stop rotating when it reached the dura during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.